Event description:
A pt was being scanned with a gamma knife frame attached to their head. The pt was being scanned on a 3t mr system. The gamma knife frame is not approved for usage in a 3t system. The severity of the pt burns are not known at this time.